Manufacturer narrative:
Additional information was received that the valve in valve implant was due to central regurgitation and possible paravalvular leak (pvl). Prior to the valve in valve implant the ejection fraction was 65% and the mean gradient was 12 mmhg. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 4 years, 3 months and 28 days following the implant of this transcatheter bioprosthetic valve, a second transcatheter bioprosthetic valve, was implanted valve-in-valve for unknown reasons. No additional adverse patient effects were reported.